Event description:
It was reported that right ventricular (rv) lead is suspected of being dislodged from originally implanted site. The rv lead was found to have no capture and low sensing. The rv lead was removed and then implanted through a new venous access route. The lead was positioned at the rv apex with good sensing and capture thresholds remaining in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).